Event description:
The cordless driver 2 was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing trigger cover set screws. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The cordless driver 2 was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing trigger cover set screws. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The engineering technician reported that the handpiece was partly disassembled, as reported, and noted that the trigger nut was off. According to a review of the risk documents, the device can be disassembled if the trigger set-screws come off.